Event description:
During post-op check, high impedance was observed. Multiple hvlic readings were taken at different patient positions and the values were varying. The issue was resolved by re-interrogating the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.